Event description:
It was reported that one day post-implant, the device caused long pauses on telemetry. There was also some oversensing noted on the atrial and ventricular channels, without a clear cause. No pacing output was also indicated. The device was explanted and replaced as a precaution. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found.